Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The console logs from the reported day of event showed that upon boot-up the console presented with controller error alarm. Low values of light parameter indicated there was no light reaching the ccd detector in the optical bench. Issue was not reproduced during testing, but log data is consistent with a failure of either lamp assembly or optical bench electronics. The cause of the aic issue was a defective optical bench. D.2 revised common device name as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-27230.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller had an error. The error message was ¿impella controller error, please replace controller¿. No patient was involved.